Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer 4 failed and was not detected on the communication bus during the procedure. The customer reported that they managed to open the drawer from the back, so there was a little bit of delay, and the user was able to get the medication. The customer confirmed that there was a delay in dispensing the medication, but no patient was harmed during the procedure. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to full height matrix drawer 4 not being detected on the bus. A field service engineer replaced a faulty controller to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device. E1. Initial reporter facility name: (B)(6).